Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. After the procedure therefore, a physical examination could not be performed. Based on the information provided, the shockwave l6 peripheral ivl catheter successfully performed as intended. Additionally, there was no report of patient complications during and after the l6ivl treatment. The physician did not believe that ivl independently caused the vascular complications. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a high-risk patient underwent a procedure, and a shockwave l6 peripheral lithotripsy (ivl) catheter was used to treat the near-total occlusions in both the distal aorta and right common iliac (rcia) arteries. The medical team chose to use an endovascular approach. The reason endovascular access was used was that the physician is a cardiovascular surgeon and had a difficult time getting access. The shockwave l6 peripheral lithotripsy (ivl) catheter successfully delivered 300 pulses and was reported to have performed as intended. The physician did not notice any complications nor perforation during treatment of the distal aorta or rcia, or post-dilatation. There were no apparent defects to the l6 catheter, no loss of pressure or any issues delivering the desired number of pulses. After treating the rcia, the physician had difficulty withdrawing the l6 catheter through the 8fr sheath but eventually withdrew both devices together. Four hours later, the patient became unstable, and a retroperitoneal hemorrhage (rph) was identified near the right iliac. The patient was successfully stabilized. Later that night, the patient developed transient ischemic attack (tia) and upper limb paresis but showed a normal computerized tomography (CT) scan. The following morning the patient developed bilateral leg paralysis secondary to spinal cord compression, with signs of an infarcted rectum and sacrum. The patient was transferred to a tertiary hospital, so shockwave medical, inc. Does not have the current patient status. The physician did not believe that ivl independently caused the vascular complications.